Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Type of investigation. Additional information was requested, and the following was obtained: are there any pictures available? No. Did this issue contribute to any patient adverse event or were there any patient consequences associated? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. At the end of the surgery, the chief surgeon used hemostatic gauze to stop bleeding for the patient. It was found that the opening of the hemostatic gauze was loose when the packaging was not opened, and the hemostatic gauze was contaminated and unusable. A new hemostatic gauze was replaced for the patient, and the contaminated hemostatic gauze was disposed of as medical waste. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ are there any pictures available? ¿ did this issue contribute to any patient adverse event or were there any patient consequences associated? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.